Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, orders meant for IV compounding are prompting nurses to remove meds. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that orders meant for IV compounding had prompted customers to remove medications. A technical support specialist contacted the account executive to request assistance from a clinical consultant. The customer subsequently communicated with the account executive to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, orders meant for IV compounding are prompting nurses to remove meds. There were no adverse events or injuries reported based on this event.